Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). The lesion was predilated with a non bsc device, but the physician was unable to cross the lesion with the 3.50x20mm taxus express2 drug eluting stent (des). When exchanging the guide wire, the stent delivery system (sds) was removed and it was noted that the proximal edge of the stent was flared. The procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition listed as "good."

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A labeling review identified that the device was used as per the taxus express2 directions for use. A review of the manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. Based on this analysis, the most probable root cause of this complaint can be attributed to operational context.